Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the electrical pin connector fluid damage, the lg connector fluid damage, the plug to cable attaching base broken, the control body corroded, the nozzle gluing missing, the objective gluing missing, the remote control buttons cut, the root brace rubber (lg connector) cut, the lg prong top loose, the ethylene oxide gas valve (eog) loose, and the brand plate worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).